Event description:
Medtronic received a report that there was resistance with the pipeline and phenom 27. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm with a max diameter of 2*4 mm and a 1 mm neck diameter. The landing zone was 3.75 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was severe. It was reported that there was an aneurysm in the patient's ica and the doctor decided to do flow diversion case with a pipeline. The distal artery size was somewhere around 3.75 mm and the proximal artery size was around 4mm and the neck of aneurysm was around 1mm with 2*4mm diameter. The physician decided to take 4*16mm device with phenom 27. At the time of deployment, they crossed the petrus, but after that, the device got stuck and not was not going up side in artery. The second loop of artery was almost 360 degrees. The doctor got stuck and nothing was working with neither the pipeline nor phenom27. The physician tried but nothing was happening. According to the doctor, the pipeline was stuck in phenom and they were not able to resheath the device. The pipeline was not coming inside its own sheath as well. So they decided to do simple coiling. No patient symptoms or further complications were reported as a result of this event. After the coiling the patient was in a good condition. The pipeline was used for an approved (on-label) ind ication. The device and any accessories were prepared as indicated in the IFU. Ancillary devices include a microvention sofia 6f. Additional information was received reporting that no causes or contributing factors for the resistance identified. The resistance occurred in the distal section of the catheter. There was difficult navigation. A continuous saline flush administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. The catheter used was a headway 27 (lot no-0001572287).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.